Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the ventilator failed the power on self test (post) with a graphic user interface (gui) inoperative alarm and the gui screen was blank. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter harness cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated an error message and shut down. The patient was not harmed or injured as a result of the event.